Event description:
Lcp left distal femur plate broke approximately 1 year post operative. Surgeon removed plate and used a retrograde nail to replace at fracture site.

Manufacturer narrative:
H6: no conclusions can be drawn as the product was not returned for investigation.